Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected.

Event description:
Patient representative reported ¿patient was diagnosed with bia-alcl.¿ the patient has worried about the risks they face. The patient also continues to suffer from mental stress, anxiety, worry, humiliation, fear, concern and other personal hardship due to the continuous fear of bia-alcl.¿ pathological markers have not been provided. The unknown side device has been explanted.